Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the patient presented with anterior st-elevation myocardial infarction emergently taken to the cath lab. It was observed the distal left main artery (lm) and ostial left anterior descending artery (lad) presented with severe disease requiring complex intervention. A spontaneous return to flow was noted upon initial assessment and the patient was hemodynamically stabilized. Due to the nature and severity of the disease, the patient was initially treated with intravenous heparin. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a non-tortuous segment from the lm to the lad. Four low speed retrograde treatments were performed from the lad to the lm with the patient stable throughout. There was clear evidence of calcium modification noted due to significant pitch changes. The oad was removed and the left circumflex (lcx) was wired with a workhorse guide wire. A non-compliant (nc) 3.5mm x 12mm balloon was used from the lad to the lm. The first was at nominal atmospheres, increasing to 18 atmospheres for subsequent inflations in the lm. No issues were observed. A 3.5 x 18mm stent was inserted and deployed to the lm and lad. Post-dilatation was performed with a 4.0mm nc balloon. Once the stent balloon deflated, the patient became unstable. St elevation, a drop in blood pressure were observed. Angiographic imaging showed no flow in the lcx. A new compliant balloon was inserted behind the stent into the lcx. Several inflations were performed from the ostial lcx to the proximal lcx and temporary flow was established. It appeared the lcx dissected. Flow nearly ceased again, leading to repeat balloon inflations and restoration of flow, followed by loss of flow. This sequence was followed multiple times. Each time unable to establish flow long enough to hemodynamically stabilize the patient. Ventricular fibrillation arrest with stack shocks performed were without effect. Cardiopulmonary resuscitation (CPR) was not performed due to patient/family wishes. The patient expired.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient low blood pressure, obstruction, dissection, cardiac arrest, unexpected medical intervention and deat appear to be related to operational context. In this case it is possible that the reported patient harms are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. In the physician's opinion, orbital atherectomy did not cause the patient's death as the orbital atherectomy portion of the procedure was uncomplicated and no dissections or flow issues were observed, however, it could not be ruled out as a contributory factor as intravascular imaging was not used as it would have normally been during the procedure and the orbital atherectomy could have led to a shear effect when the balloon was inflated. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, h2, h6 (code 1762 added, codes 3118, 3233, and 11 no longer apply).

Event description:
It was reported the patient presented with anterior st-elevation myocardial infarction emergently taken to the cath lab. It was observed the distal left main artery (lm) and ostial left anterior descending artery (lad) presented with severe disease requiring complex intervention. A spontaneous return to flow was noted upon initial assessment and the patient was hemodynamically stabilized. Due to the nature and severity of the disease, the patient was initially treated with intravenous heparin. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a non-tortuous segment from the lm to the lad. Four low speed retrograde treatments were performed from the lad to the lm with the patient stable throughout. There was clear evidence of calcium modification noted due to significant pitch changes. The oad was removed and the left circumflex (lcx) was wired with a workhorse guide wire. A non-compliant (nc) 3.5 mm x 12 mm balloon was used from the lad to the lm. The first was at nominal atmospheres, increasing to 18 atmospheres for subsequent inflations in the lm. No issues were observed. A 3.5 x 18 mm stent was inserted and deployed to the lm and lad. Post-dilatation was performed with a 4.0 mm nc balloon. Once the stent balloon deflated, the patient became unstable. St elevation, a drop in blood pressure were observed. Angiographic imaging showed no flow in the lcx. A new compliant balloon was inserted behind the stent into the lcx. Several inflations were performed from the ostial lcx to the proximal lcx and temporary flow was established. It appeared the lcx dissected. Flow nearly ceased again, leading to repeat balloon inflations and restoration of flow, followed by loss of flow. This sequence was followed multiple times. Each time unable to establish flow long enough to hemodynamically stabilize the patient. Ventricular fibrillation arrest with stack shocks performed were without effect. Cardiopulmonary resuscitation (CPR) was not performed due to patient/family wishes. The patient expired. Additional information was received indicating in the physician's opinion, the primary cause of death was myocardial ischemia due to occlusion of the lcx and the secondary cause of death was dissection at the ostium of the lcx. In the physician's opinion, orbital atherectomy did not cause the patient's death as the orbital atherectomy portion of the procedure was uncomplicated and no dissections or flow issues were observed, however, it could not be ruled out as a contributory factor as intravascular imaging was not used as it would have normally been during the procedure and the orbital atherectomy could have led to a shear effect when the balloon was inflated. It was indicated balloon angioplasty likely caused a dissection near the lcx, with the balloon getting caught in a flap with a stent. The inability to restore permanent flow led to a ventricular fibrillation arrest. There were no issues with the oad observed.